Event description:
Information received indicates the left siderail will not latch due to a missing latch bolt.

Manufacturer narrative:
The technician replaced the siderail latch bolt to repair the stretcher.